Event description:
The user facility reported during a patient procedure personnel heard a pop and the 3080 rc table tilted to the side. The patient was transferred off the table; no injuries were reported and the procedure was completed successfully.

Manufacturer narrative:
A steris service technician inspected the table subject of the reported event and found that the pin holding the table top to the tilt cylinder attachment had backed out of place causing the reported tilt and 'pop' sound. The technician replaced the pin, inserted set screws with loctite threadlocker, tested the table and placed it back into service. The 3080 table subject of the reported event is maintained and serviced by the user facility. The preventive maintenance guide states that the following should be inspected bi-monthly on pp (4-5): 6.2 - "check side tilt mechanism for any play." The table is (B)(6) and exceeds its estimated useful life and is also and subject to a 2007 obsolescence letter stating that steris will no longer fully support the table. Steris has recommended the user facility replace the table and the user facility has agreed.